Manufacturer narrative:
(B)(6). The device was serviced by a service technician. The flo-gard infusion pump was found to have an f-50 alarm (master cpu received a trap interrupt) during service review. An event history log review, service history review, functional testing and a visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-94 and f-50 alarm was identified during the event history log review. Functional tests cannot be performed because the device is alarmed with f-50. The cause of the condition was determined to be damage in the pcb cpu assembly. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-94 alarm (configuration option settings checksum is not 0). There was no patient involvement. No additional information is available.